Event description:
Senseonics was made aware of an incident where user reported an infection on the sensor site, with symptoms of swelling pain and secretion, which was confirmed as an infection by the hcp.the issue first happened on (B)(6) 2025.the user's hcp is aware of the event and prescribed the user with bactrim. Due to the infection, the sensor came out of the arm, so there's no further data in dms since (B)(6) 2025.

Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user reported an infection on the sensor site, with symptoms of swelling pain and secretion, which was confirmed as an infection by the hcp. The issue first happened on (B)(6) 2025.the user's hcp is aware of the event and prescribed the user with bactrim. Due to the infection, the sensor came out of the arm, so there's no further data in dms since (B)(6) 2025. No further investigation is required.